Manufacturer narrative:
Since the subject device was not returned to acmi for analysis, no conclusions can be drawn at this time regarding to root cause of the event. Should the device be made available, acmi will reopen the investigation.

Event description:
Patient intubated, bullard blade extender was inadvertently left in place, unk to anesthesia. Patient's anesthetic was completed without incident, patient extubated in pacu without a problem. Upon transfer to the floor, the patient coughed up a blade extender. Physician was notified and saw patient. No apparent patient injury. Facility has filed a medwatch report with the FDA. The device is not available for evaluation.